Manufacturer narrative:
(B)(4): results - visual inspection of the returned product found the haptics bent. There was evidence of surgical dried dark residue. (B)(4).

Event description:
The reporter stated the surgeon inserted a aq2015a silicone aspheric three piece lens. Lens was removed due to a bent haptic. The lens was removed with no widen incision or suture required. No patient injury. The event was due to user error.